Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly was kinked near the mid-joint. If resistance in encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, damage such as a kink may occur. During functional testing, the pusher assembly was unable to be advanced out of the introducer sheath due to the kink near the mid-joint, and no further testing could be performed. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02497.

Event description:
The patient was undergoing a coil embolization procedure in the posterior cerebral artery (pca) using penumbra smart coils, non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician placed several penumbra and non-penumbra coils into the aneurysm. Next, while attempting to advance the smart coil, it would not advance past its initial position within its introducer sheath. Subsequently, the same issue occurred with another smart coil. Therefore, the smart coils were removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.